Manufacturer narrative:
This report is being filed on an international product, list number: 192-000j that has a similar product distributed in the us, list number: 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false positive result with the ID now covid-19 assay 2.0 performed on (B)(6) 2022. Confirmation testing was performed via an unknown pcr platform on an unknown date and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m216792 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot: m216792, test base part number 190-430 / lot: m216792. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m216792 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. H3 other text : single use, device discarded.

Event description:
The consumer reported a false positive result with the ID now covid-19 assay 2.0 performed on (B)(6) 2022. Confirmation testing was performed via an unknown pcr platform on an unknown date and generated a negative result. No additional patient information, including treatment and outcome, was provided.